Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (tension-free vaginal tape-abbrevo and tension-free vaginal tape- exact ) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tension-free vaginal tape-abbrevo and tension-free vaginal tape- exact ) involved? Citation: arch med sci 2015; 11, 5: 982¿988, doi: 10.5114/aoms.2014.42305. Please see article attached. (B)(4).

Event description:
Title: vaginal excision of the sub-urethral sling: analysis of indications, safety and outcome. This retrospective study aimed at analyzing the indications, technique and effects of transvaginal tape excision. Between january 2010 to december 2012, a total of 100 patients (mean age of 61.5 (38¿83) years) who underwent surgical removal of the sub-urethral sling in evangelisches krankenhaus hagen-haspe were included in the study. Out of 100 patients, retropubic slings of tvt-exact (n=4), and transobturator slings of tvt-o abrevo (n=1) were used during the initial surgery (treatment of stress urinary incontinence [sui]). Complaints included overactive bladder (n=2 for tvt-exact, n=1 for tvt-o abrevo), persistent sui (n=2 for tvt-exact, n=1 for tvt-o abrevo), pain (n=2 for tvt-exact, n=1 for tvt-o abrevo), urinary retention (n=2 for tvt-exact), recurrent bladder infection (n=1 for tvt-o abrevo), and tape erosion (n=2 for tvt-exact). The results in this study presented that the sling removal is safe and associated with a minimal rate of complications. Removing the tape causes resolution of most of the complications, but sui recurs or worsens.